Manufacturer narrative:
Visual inspection was performed on the returned device. The break was confirmed as the strain relief tubing was not attached to the jacket. Subsequent damages to the sheath and the jacket are due to circumstances of the procedure. The investigation determined the reported difficulty appears to be related to operational circumstances during preparation as it is likely that inadvertent mishandling of the device caused the strain relief to pull out from the handle. Further manipulation of the device as the strain relief was pulled out, subsequently resulted in a kink on the jacket and wrinkle on the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0x60 mm absolute pro vascular (apv) self expanding stent system (sess) was loaded on to the guide wire and advanced without resistance. Before the sess made it to the introducer sheath, the purple outer catheter came loose. The sess was removed from the guide wire and was replaced with another apv sess to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.